Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a stroke. Reportedly, the stroke was related to diabetes, but was not related to the pump or related supplies. The customer declined to provide additional information regarding the event and declined follow up contact from tandem technical support. It could not be confirmed whether or not the pump was in use for insulin therapy at the time of the event.